Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was retested on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc evaluated the instrument data with the customer and found no abnormalities. A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Hsc made recommendations to adjust the diluent check and to follow proper sample handling and centrifugation times. The cause of the discordant, falsely low na result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.